Event description:
Caller indicated the relion confirm meter was reading high. Her first reading of the morning was 488 then immediately rushed to hospital they took a reading there and got 103 so they determined that she didn't need any treatment. She felt fine the whole time. Controls not used. Replaced product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover was scratched. Product performed within specification. No performance failure detected.